Event description:
It was reported, that a patient presented to the emergency room. Upon examination, it was noted, that the right ventricular, rv lead exhibited loss of capture. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.